Manufacturer narrative:
Approximate age for device - 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: patient re-admitted with elevated ldh thought to be secondary lvad thrombus. Elevated ldh initially better on heparin. Now with severe elevation in ldh, worsening hemolysis leading to acute renal failure with low uop, acute on chronic systolic heart failure on exam c/f worsening pump thrombosis. Additional information was also provided: did patient experience a thrombus event (suspected or confirmed): yes. Thrombus event: signs or symptoms: hemolysis, heart failure, intravenous anticoagulation thrombus event confirmed: unknown. Device malfunction: no. Patient outcome: exchange. Device malfunction causative factor: no cause identified.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was initially admitted with an acute left posterior cerebral artery stroke which appeared to be cardio-embolic. The patient¿s inr was subtherapeutic at 1.7 with a goal of 2.5. After an unspecified time, the patient was transferred to an acute rehabilitation facility, but was readmitted to the hospital with rising lactate dehydrogenase levels and lvad thrombus. A transthoracic echocardiogram showed mobile thrombus in the left ventricle. The patient was initially treated with unfractionated heparin and the ldh improved. The patient was transitioned to coumadin; however, the ldh worsened despite therapeutic dosing. The patient was switched to low molecular weight heparin without improvement. The patient was switched back to unfractionated heparin and lovenox was tried; but despite a therapeutic partial thromboplastin time, the patient became acutely worse, developing worsening hemolysis, acute kidney injury, and decompensated heart failure. The patient underwent a pump exchange. No additional information was received.

Manufacturer narrative:
Thrombus was confirmed during the evaluation of the returned device. The pump was returned assembled with the driveline cut approximately 9 inches from the pump housing and the distal portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow elbow was returned attached to the pump¿s outlet port and the outflow graft bend relief collar was returned detached from the device; however, the remainder of the sealed outflow conduit (outflow graft and outflow graft bend relief) was not returned. Examination of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. Although the origin of this deposition could not conclusively be determined, its areas of denaturation adjacent to the bearing ball as well as the contact marks visible on the tapered portion of the rotor indicate that it was present while the pump was supporting the patient. Although a root cause for the development of this deposition could not conclusively be determined through this evaluation, it would have contributed to the patient¿s reported hemolysis. Upon removal of the depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed that the device met applicable specifications. Device thrombosis, hemolysis, thromboembolic events and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.